Event description:
It was reported that the patient presented for in-clinic follow up. A device interrogation revealed low pacing impedance, noise, and decreased sensing exhibited by the right ventricular lead. Noise was unable to be reproduced. Programming interventions were made. The patient was stable.

Event description:
New information received notes that over-sensed noise resulted in pacing inhibition. However, the patient was not symptomatic.

Manufacturer narrative:
Additional information: b5 and h6.